Event description:
Caller reported the spirit insulin pump button is non-functional. No adverse event reported. The infusion device cannot be returned for legal and customs issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) doesn't allow product return.